Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a patient experienced a corneal burn at incision edge during cataract extraction surgery. The phacoemulsification (phaco) did not work with the handpiece. The handpiece made "milk" in the patient's lens. The handpiece was removed form the eye and exchanged but the system did not work well. The system was switched to perform a combined vitrectomy/cataract procedure due to a burned cornea and a dislocated fragment that fell into the vitreous cavity. There was corneal melting at closure of the case. The patient was hospitalized. Additional information has been requested but not received. This is one of four reports from this facility.

Manufacturer narrative:
The company service representative examined the system and found the associated system to meet product specifications. It was noted that the footswitch had displayed system message (sm) [footswitch detent motor failure] for several days, so the footswitch was replaced. The system was then tested and met all product specifications. With no additional, related information provided, the customer reported events could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).